Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 51 mg/dl. Customer treated low blood glucose with carb intake. Customer was not on automode at the time of incident. Customer also had alert for calibration not accepted alert, change sensor alert. Customer declined troubleshoot for low blood glucose. Insulin pump will not be returned for analysis.